Manufacturer narrative:
The insulin pump alarmed with a motor error compromised force sensor system alarm during displacement test due to motor high current draw. The device also had a minor scratch damage on the display window, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. Her blood glucose level at the time of incident was 345 mg/dl. Troubleshooting was initiated and completed, but the alarm persisted. Customer was advised to revert to her back up plan per health care provider instructions. Customer sent in pump for analysis and a replacement device was shipped to her.